Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high". A specific bg value was not provided. The customer administered an manual injection of insulin to address the bg. Reportedly, the customer was not removing air from the cartridge prior to filing with insulin. The customer was educated on the proper load sequence steps. Reportedly, the customer changed the cartridge to resolve the issue.